Manufacturer narrative:
At this time, the lead has not been returned. If the lead is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited noise and oversensing. There was no pacing inhibition. It was noted that the noise was due to unknown electromagnetic interference (emi). The device was pacing at the maximum sensor rate (msr), and the patient had an elevated heart rate. Pacing threshold measurements were good. No troubleshooting was done at that time. A surgical revision was later performed and the lead was explanted and replaced. No additional adverse patient effects were reported.